Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Review of the most recent repair record determined the cable was damaged as the insulation was ripped exposing the wire underneath and it had contact issues. The plug harness assembly was replaced and resolved the reported issue. The DHR associated with this device is not available. This device was manufactured prior to may 2009 where it was identified a robust DHR indexing and handling process was not in place. A corrective and preventative action (CAPA) implemented a serial number logbook to correct this issue. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that the unit had damaged cable insulation and could not be used outside of surgery in the technical department. Later, during evaluation of this device, it was confirmed that there were exposed wires. No adverse events were reported as a result of this malfunction.